Manufacturer narrative:
A device evaluation found the unit operating as intended working within specification. The device history record confirms that the product passed and met all requirements before releasing. Per labeling, nodules are expected side effects and typically transient in nature, however in rare cases they may be permanent.

Event description:
It was reported that a patient experienced a nodule in the lower abdomen area following a noninvasive laser lipolysis treatment using sculpsure. Site reports its been over 11 months now and nodule is still present.